Event description:
On (B)(6) 2010, the patient reported that for the past week the buttons on his insulin device are sluggish and will not beep. He stated that today the buttons stopped working. He stated the buttons pop up when pressed. His device has not been dropped. He has switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
Upon receipt, the device would not communicate due to a depleted battery. The device's electronic circuitry was tested both manually on the bench and on the automated electrical testing system. All functional measurements and battery current drain measurements were normal. The original battery was returned to the vendor for further analysis. An internal battery anomaly was found, which caused the premature battery depletion. The low battery voltage was the cause of the noise and inhibited pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The device presented with battery below eri. No therapies were delivered. Noise on the egms and inhibited pacing were observed. The device was explanted.